Manufacturer narrative:
(B)(4). Concomitant products: guide wire: athlete premium; guide cath: taiga ebu3.0; stent: xience prime 3.0x38mm. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal to mid left anterior descending artery with mild tortuosity, heavy calcification and 90% stenosis. The vessel diameter was 2.5-3.0 mm and the lesion length was 35 mm. Pre-dilatation was performed with a 2.0x15 non-abbott dilatation catheter. Intravascular ultrasound was performed and a 3.0x38 rx xience prime stent was implanted. A 2.75x15 nc trek rx dilatation catheter was advanced without resistance for post dilatation and inflated; however the balloon ruptured during the second inflation at 18 atmospheres (atm). The 2.75x15 nc trek rx dilatation catheter was withdrawn without resistance from the patient anatomy and a 3.0x8 non-abbott nc dilatation catheter was advanced and dilatation was performed at 22 atm and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.